Event description:
The patient reported that they had trouble maintaining their recharger antenna over their implantable neurostimulator (ins) when recharging. They tried repositioning the antenna during the report and had 0 coupling bars. Repositioning the antenna did not resolve the issues. These issues had been present since implant. There was swelling noted and the patient could never get all of their coupling boxes filled in. They had met with a manufacturer representative and they were able to get some coupling bars but the patient couldn't get any. The stimulation was on and their ins was half charged or more. They tried using the antenna locate feature but that did not resolve the charging issues. The patient had also started experiencing leg tightness on the morning of the report which is how they knew it wasn't working. The patient was instructed to talk to their doctor. Additional information received from the patient's doctor indicated that the patient was educated about charging and the poor coupling and leg tightness had resolved. The patient was implanted for non-malignant pain.

Event description:
Additional information received from the consumer reported they didn't notify their managing physician about the poor coupling or tightness in their leg, but an appointment was scheduled for (B)(6) 2016. It was noted the tightness was from reflex sympathetic dystrophy, and was better since the device. Regarding the coupling issue the consumer learned how to use the charge which resolved the coupling issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.